Event description:
A consumer reported an "error 2" message with a one touch ultra meter that caused an ER visit. Patient was not feeling well, and since pt could not test on the meter, paramedics were called. Patient was transferred to ER. Meter not available at time of report for troubleshooting. No additional information reported.